Event description:
During a lumbar laminectomy, the blackbelt retractor was used. On removal of the retractor, the physician saw the screw fall out onto the drape and retrieved it. To be sure no items from the retractor were retained in the patient, x-rays were performed and no foreign body were seen. The retractor was sent to central sterile processing department for cleaning and to be sent out for repair. No other retractor was needed during the case. This occurred at the end of the case, no delay as radiology was present in the operating room for the case.